Event description:
The pt was enrolled in the cypher study. The pt received three cypher stents. Six months later, the lab identified a stent fracture. No additional details are available at this time.

Manufacturer narrative:
This device is one of three products associated with this event. Please refer to MFR report# 3003742446-2006-00693 & 3003742446-2006-00694. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.